Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the failure was not identified, since the device has not been returned to olympus. Therefore, a root cause could not be detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the paddle was not connecting to the video system center. The customer had tried another video system center, and it works. Tac advised the customer to send the unit in for repair. The customer stated later in an email that the device would not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the paddle was not connecting to the evis exera iii video system center. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm.